Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
It was reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.